Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lower case and battery drawer were broken. The ring cover and ring were missing. It was noted the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) screen displayed one dark line in the lower section. The epg is expected to be returned for repair. There was no patient involvement. It was further reported that the epg was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.